Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 72-year-old female with acute myocardial infarction complicated by cardiogenic shock (scai stage e) and a history of diabetes mellitus required mechanical circulatory support. Baseline evaluation demonstrated profound hemodynamic compromise with systolic blood pressure of 50 millimeters of mercury, diastolic blood pressure of 25 millimeters of mercury, a left ventricular end diastolic pressure of 38 millimeters of mercury, and an elevated lactate of 11.8 millimoles per liter. Day 1: right femoral arterial access was obtained using a percutaneous, ultrasound guided approach for impella cp implantation. The patient underwent percutaneous coronary intervention of the left anterior descending artery and diagonal branches and was transferred to the intensive care unit on impella support. Impella use was indicate as bail-out. Day 1 ¿ actual complaint (positioning issue / hematuria): during early support, clinical staff noted hematuria, prompting concern for hemolysis. The impella cp catheter was measuring 6.2 centimeters from the aortic valve annulus, and bedside assessment indicated that the inlet was positioned too deep within the left ventricle. An echocardiogram was ordered, and under imaging guidance, the treating physician repositioned the impella, retracting the catheter to a more appropriate location in the mid left ventricle. Following repositioning, flow remained stable, and patient was closely monitored. Day 2: the patient¿s condition continued to decline due to underlying cardiogenic shock, metabolic acidosis, and multiorgan dysfunction. Care was subsequently withdrawn, and impella support was discontinued. The patient expired following withdrawal of care. Hematuria is associated with impella support and can occur in the setting of hemolysis due to suboptimal device positioning, a known potential adverse event described in the impella cp instructions for use. In this case, the catheter was positioned 6.2 centimeters from the aortic valve annulus with the inlet located too deep in the left ventricle, which can contribute to hemolysis. Based on the available clinical information, the patient¿s severe cardiogenic shock, profound hemodynamic instability, elevated lactate, and overall critical illness were the most likely contributors to the clinical deterioration, while the hematuria was associated with impella positioning. Repositioning and continued monitoring represented standard best practices. The patient subsequently expired after withdrawal of care, consistent with the severity of the underlying disease. Medication use was initially reduced and then increased again. Medication usage and death are conservatively associated with the device but the underlining patient condition is likely to be the main cause of the death.

Manufacturer narrative:
Additional information has been provided in b5. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information indicates "the md was attributing it to ptt being supra-therapuetic >200. The impella cp was removed that night and discarded by the facility."

Manufacturer narrative:
Investigation summary: hematuria/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (serial, primary UDI number). Upon review, the section d brand name, primary UDI, and serial number have now been updated. Additional information was provided in a4 (weight of the patient). Upon review, it was added due to new information received.